Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was not attached to the main tube. Additional observation not reported by site and was found unrelated to the reported complaint included: the instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 2.50 mm x 2.00 mm was not returned with the instrument. Components adjacent to this broken main tube showed damage. Wrist assembly was found missing and all the input cables were broken. The instrument was found to have a broken grip cable at the clevis hub. The instrument also had a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps tip broke when trying to remove the instrument from the patient. The instrument couldn't move. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer had to remove it with the tip bent because the instrument was not able to move from the surgeon's console. No piece of the tip detached or broke off inside the patient. The instrument was removed from the arm like any other instrument, using the release buttons in the housing. There was no need to remove the instrument with the cannula together.